Event description:
It was reported that a tlc10 was used during an unk procedure. It was reported by the affiliate that the staples would not form after firing. Surgeon put overstitches to complete the case.